Event description:
It was reported that bd vacutainer® serum blood collection tubes are under filling and there is a red ring around the tube. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for low yield and red cell ring with the incident lots was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation/testing and upon completion, no issues relating to low yield and red cell ring were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retention samples and photos, the customer¿s indicated failure mode for low yield and red cell ring with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7160787. Medical device expiration date: 10/31/2018. Device manufacture date: 06/09/2017. Medical device lot #: 8071896. Medical device expiration date: 07/31/2019. Device manufacture date: 03/12/18.

Event description:
It was reported that bd vacutainer® serum blood collection tubes are under filling and there is a red ring around the tube. There was no report of exposure, serious injury or medical intervention.